Event description:
Procedure performed on the right sfa: the sheath separated by relief strain near the proximal deployment handle. The physician had to manually deploy the stent in the right sfa. Overlapped second stent without issue. No pt injury reported.